Manufacturer narrative:
A ge service rep performed an on site investigation. The 5vdc power supply was evaluated and then calibrated to the optimal operating voltage. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot to a useable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported to this event.